Event description:
A malfunction was reported on the customer's pump, indicated by a malfunction code. There was no adverse impact to the customer's blood glucose level. The pump was reset with the help of technical support, but the issue recurred. Technical support decided to replace the pump and instructed the customer on its storage mode and return process. The customer was informed about the software version on the replacement pump and acknowledged the need to reprogram their settings and connect their cgm. They would use a backup therapy to ensure insulin delivery while waiting for the replacement, which was sent without requiring a delivery signature.